Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 69 mg/dl and 113 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 469 mg/dl and 197 mg/dl. Finally, on (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl and 172 mg/dl. Readings occurred with two different vials of test strips. Customer is not sure which vials were used with each set of results. No adverse event reported. Return of the suspect device was requested for evaluation.